Event description:
It was reported that during a rotator cuff repair, the anchor of the twinfix ultra came out. The procedure was successfully completed without delay using a back-up device. An additional bone hole was performed in order to place the back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Only the inserter was returned. Visual assessment of the inserter showed no abnormalities. Without the return of the anchor an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions of the bone that would prevent secure fixation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.